Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 6.13.92.

Manufacturer narrative:
(B)(4). The reported condition of a damaged battery was confirmed and reproduced during product evaluation. The assignable cause was the main batteries were not charged completely even after the battery low set alarm occurred. The main batteries and battery harness was replaced to correct the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The reported condition was a result of use error. Baxter will continue to monitor similar reports to determine if further actions are required.